Manufacturer narrative:
One device was returned for analysis of "out of box failure" for the pump locking up during software update. Investigation found the center cassette detector seal was torn. This is a reportable malfunction. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Unable to review the event log. When powering up the device into the software mode the screen with the computer pointing a red arrow towards the cadd device indicating the transfer of software was either interrupted or the process was not completed. Software update was performed.

Event description:
It was reported that the pump locked up during software update. It is an out of box failure. There was no patient involvement. Investigation found the center cassette detector seal was torn. This is a reportable malfunction.